Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the lead site. It was discovered after the patient underwent a CT scan following a procedure following an unrelated procedure, and the infection was seen at the lead site. To address the issue, the physician explanted the scs system on (B)(6) 2020. The patient was hospitalized for at least one week prior to explant, and antibiotics were prescribed to the patient following explant, as well.